Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Name/address of initial rptr is unk. Sales rep was present in the or.

Event description:
The outside packaging was opened. When the circulating nurse was about to open the inner packaging to remove the implant from the sterile interior, she noticed that there appears to be moisture inside the packaging.